Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 560 mg/dl at the time of incident. The customer treated for high blood glucose with manual injection. The customer was reported that the insulin pump was on auto mode. The customer reported that the infusion set was loosed and not adhering. The customer was using insulin pump within 48 hours. Based on customer report customer did not allege the insulin pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.